Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2024 while reportedly wearing the lifevest. The patient received four inappropriate treatments. The device was started up at 15:35:17 on (B)(6) 2024. At 05:09:31 on (B)(6) 2024, an arrhythmia was detected. ECG shows asystole with CPR/motion artifact. At 05:10:07, the patient received the first inappropriate treatment. Oversensing of cardiac activity contributed to the false detection. The patient was in a non life-sustaining rhythm prior to the treatment. Rhythm at the time of the treatment was asystole. Post shock rhythm continued to be in asystole, which is a non life-sustaining rhythm. At 05:10:34, the patient received the second inappropriate treatment. Oversensing of cardiac activity contributed to the false detection. The patient was in a non life-sustaining rhythm prior to the treatment. Rhythm at the time of the treatment was asystole. Post shock rhythm continued to be in asystole, which is a non life-sustaining rhythm. At 05:11:02, the patient received the third inappropriate treatment. Oversensing of cardiac activity contributed to the false detection. The patient was in a non life-sustaining rhythm prior to the treatment. Rhythm at the time of the treatment was asystole. Post shock rhythm continued to be in asystole, which is a non life-sustaining rhythm. At 05:16:54, an arrhythmia was detected. ECG shows asystole with CPR/motion artifact. At 05:18:01, the patient received the fourth inappropriate treatment. Oversensing of cardiac activity contributed to the false detection. The patient was in a non life-sustaining rhythm prior to the treatment. Rhythm at the time of the treatment was asystole. Post shock rhythm continued to be in asystole, which is a non life-sustaining rhythm. The electrode belt was disconnected at 05:26:18 on (B)(6) 2024.

Manufacturer narrative:
The electrode belt and monitor have been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction.